Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, the inserter stripped while inserting the acetabular component. The surgeon removed the size 46 acetabular component and the surgery was completed using a size 48 acetabular component. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.